Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced low blood glucose level 86mg/dl event on 16-feb-2026. The patient treated with glucose gummies/granula bars other than insulin. No further information available.